Event description:
It was reported that the battery voltage dropped from 2.89v to 2.64v in six months. Information concluded that the device will reach elective replacement indicator (eri) within a few weeks, which does not meet expected longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage indicates the device is pre/approaching eri. Weekly trend in save to disk data file (B)(4) shows min bat=2.71 to 2.65 volts between (B)(6) 2011, which is before the device recommended replacement time (rrt) of <= 2.62 volt.